Event description:
Pt underwent primary fusion for spondylolisthesis at l3-s1 levels with rod/screw assembly fixation. Two days postoperatively, the rod was found to have migrated on one side. This complications was resolved as described in section h, number 10 of this form.